Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of this report to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The returned guide wire had intact the coil segment; however, the ptfe coating was intermittently peeled off for approximately 57 cm from the proximal wire end. Peeled segments were mostly linear and occurred in multi direction. Replication test was performed as per the known similar cases. An unused guide wire of the same brand was inserted into a torque device. The torque device was slightly loosened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product quality deficiency. Investigation results indicated that a hard and sharp part of the concomitant torque device such as a metal chuck scraped the wire surface and peeled the ptfe coating. Although no adverse patient effects were reported, a possibility could not be completely ruled out that some ptfe coating fragments might have entered into the patient vasculature due to procedural circumstances. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that an (B)(4) guide wire failed to cross. It turned out that its coating had come off. There were reportedly no adverse patient effects related to peeling of the coating.